Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal. A leak test was performed and failed due to a leak in the battery compartment. Moisture was observed under the display lens. The pump was opened to find moisture on all internal components.